Event description:
The customer reported the endoeye flex deflectable videoscope display a b30 communication error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of b30 error was not confirmed. The bending section adhesive part chipped and scratched were noted. In addition, insufficient angle and video connector crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event occurred due to the failure of the ccd (charged coupled device) unit, internal board of the scope connector or the system. Olympus will continue to monitor field performance for this device.